Event description:
During a dca procedure involving the lad, after a guide wire crossed the lesion, an ivus inspection was made. One cut was made at 15 psi by the flexi-cut and another ivus inspection was done. The nosecone was cleaned and a second cut was made at 20 psi and another ivus inspection was done. The nonsecone was again cleaned. After the third and fourth cuts were made at 30 psi, the flexi-cut was removed from the pt and there was blood noted in the inflation lumen. The physician decided not to use the flexi-cut suspecting a balloon rupture. After the physician stopped using the flexi-cut because of the suspected balloon rupture, the pt experienced slow flow. Nitroglycerin was administrated and a thrombectomy catheter was used to wash out the vessel, returning the flow to normal. A new flexi-cut was used and the procedure was completed.